Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided video and image confirm that the device was intermittently failing, and changed to color bars (no display/ image). A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged connector or other electrical component failure. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during knee surgery the camera control restarted automatically again and again, so that the device could not be used. It is unknown how was the problem solved and if there were considerable delays. Results of investigation revealed that the device was intermittently failing, and changed to color bars (no display/ image) which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.